Event description:
It was reported that pump housing became damaged when bottom came off, and customer was no longer able to use pump for insulin delivery. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.